Event description:
Left knee swelling [joint swelling], did not do much to alleviate her bilateral knee pain [device ineffective]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6), female, pt, (B)(6), with a history of chondromalacia, chronic bilateral knee condition, platelet disorder, bilateral knee pain, chronic shoulder tendonitis and previous synvisc and synvisc-one treatment, who experienced knee swelling after starting synvisc-one. The pt reported that she received one injection of synvisc-one into each knee in (B)(6) 2010. The pt reported that she experienced a large amount of knee swelling after receiving the injections (date not provided). The pt reported that she also experienced a lack of bilateral knee pain relief (date not provided). The pt required treatment for her symptoms. The pt reported that her symptoms were treated with cortisone, relafen and "over-the-counter medications" (dates not provided). The pt reported that her knee swelling last 4 - 5 days.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.